Manufacturer narrative:
Additional information revealed that the charger was nonfunctional, there was no allegation of melting or burning, therefore this device is no longer reportable.

Event description:
Additional information revealed that the charger was nonfunctional, there was no allegation of melting or burning.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg charger was burnt.